Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence in (B)(6) 2009 and mesh was implanted . The patient experienced pain, dyspareunia, erosion of her internal bodily tissue and other injuries. The patient has undergone additional surgeries and revisionary procedures, including a mesh removal in (B)(6) 2012. The patient had another surgery to implant a different mesh in (B)(6) 2012. She had collagen injections into urethra and has a catheter. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, dyspareunia. It was reported that patient underwent excision suburethral sling cystoscopy due to vaginal mesh erosion and vaginal pain on (B)(6) 2012. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence on (B)(6) 2009 and mesh was implanted into the patient. It was reported that the patient experienced pain, dyspareunia, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. The patient underwent mesh removal in (B)(6) 2012. The patient underwent a gynecological procedure to implant a mesh (bs lynx sling) in (B)(6) 2012. The patient had collagen injections into urethra and has a catheter. No additional information is provided at this time. (B)(4) - collagen injections into urethra.